Manufacturer narrative:
(B)(4): blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-01722 and 2210968-2010-01724. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. The device made a grinding noise and after using for two minutes, it quit working. There were no adverse pt consequences noted.